Event description:
It was reported that the needle not working with a bd pen needle¿ 31g x 5mm tw benelux. The following information was provided by the initial reporter, translated from dutch to english: customer reported that needles are clogged. The half of the box is not usable.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle not working with a bd pen needle¿ 31g x 5mm tw benelux. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that needles are clogged. The half of the box is not usable.